Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Medical records for ion level testing received. In 2012: cr- 2.6, co- 11.0; 2013: cr-3.2, co- 12.0; 2014: cr-3.3, co- 12.5; 2015 cr- 3.5, c0- 15.8. MRI records received on disc. Update rec'd 08/19/2015 - patient was revised for pain. Part/lot has been provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers received. Patient underwent a revision to address pain, pseudotumor, clicking, abnormal fluid collection and elevated metal ions.